Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: (B)(4) implantable cardioverter defibrillator (ICD)  2005 (B)(6); 5076 implantable pacing lead 2005 (B)(6). (B)(4).

Event description:
It was reported that during a routine device upgrade, the right ventricular (rv) lead looked to have suspected insulation damage. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.